Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) intermittently powers on/off was not confirmed during the archive data review and the initial functional testing. The customer reported complaint was not duplicated during the testing and the autopulse platform passed the functional testing and worked as intended. During the visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure. The observed physical damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. The autopulse platform passed the initial functional test without any fault or error. The platform was powered on and off 10 times without any issues. No physical damage was noted to the battery connector and wiring cables. Furthermore, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) and also normal manikin with good known test batteries for 20 minutes each, and the platform passed the test without any issues. Therefore, the reported complaint was not confirmed. The archive data review showed the occurrence of user advisory (ua) 02 (compression tracking error), and (ua) 17 (max motor on time exceeded during active operation) error messages, unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. Per archive data, during the reported event date, three batteries were used with the platform. The batteries were not returned with the platform, however, during that period, the battery's capacity did not drop below 862 mah (equivalent to three green lights on the battery status bar). User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 02 is an indication that the platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During shift check, the autopulse platform (sn (B)(4) intermittently powers on/off. The platform was re-tested with three other autopulse li-ion batteries with the same results. No patient involvement.